Event description:
The customer alleged his meter readings had been erratic. On one occasion, he received a contour reading of 90 mg/dl. The customer was taken to the hospital because he was not feeling well. He was kept for a few hours before being sent home. He was unable to provide any other details about the event. While troubleshooting, it was discovered the customer was using expired test strips. No product will be returned.